Event description:
It was reported that patient experienced leakage issue event on 21 mar 2026 as infusion set tubing was leaking at the site.

Manufacturer narrative:
Initial 3 of 4. Name: tandem country: united states of america street: 11045 roselle street street 2: suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.